Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to most distal stent strut row. The crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. No patient complications were reported.